Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00801803601, femoral head sterile product do not resterilize 12/14 taper, 62963261. Item # unknown, unknown trilogy cup, lot # unknown. Item # unknown, unknown stem, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00629.

Event description:
It was reported that patient received an initial hip replacement on an unknown date. Subsequently, the patient underwent a hip revision surgery due to implant wear, pain, and elevated metal ions. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of pictures and radiographs. X-ray images were provided and the review stated that the left hip arthroplasty components are anatomically aligned and the prosthetic femoral head was well centered within the acetabular cup. Small focus of non bridging heterotrophic ossification medial to the joint was noted. No signs of radiolucency and loosening were observed. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.